Event description:
The user facility reported that during a diagnostic catheterization procedure, a segment of the guidewire's coating separated while being removed through the entry needle. The detached piece lodged in the subcutaneous tissue. The segment was retrieved with forceps and the procedure was completed successfully. The user facility reported that there were no pt complications involved and the pt's condition is noted as ok. Additional event specific info was not available.